Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual sample was returned for evaluation in the state of being combined with a competitor's cannula. Visual inspection of the actual device upon receipt obtained the findings below. On approximately 47 - 53mm from the distal end of the device, the intermediate tube (green in color) had been deformed into an accordion-like shape. - at approximately 70mm from the distal end of the device, the intermediate tube (green in color) had dislodged toward the distal side, where the core wire was exposed. An attempt to withdraw the actual device from the cannula failed. The actual device was found to have been stuck in the distal segment of the cannula and would not move. Magnifying inspection of the cannula found that its distal end had been crushed. Magnifying inspection: cannula: distal segment the cannula was disassembled and removed from the actual device for further inspection of the actual device. Visual inspection found that the actual device had a metallic part tightly fitted over the wire at approximately 70mm from the distal end of the device. Magnifying inspection of the metallic part found it had been crushed. This guide wire product does not have such a part like this metallic part. Magnifying inspection of the accordion-like deformity on the intermediate tube green in color confirmed there was not any anomaly, such as a scratch, which could have been a trigger of the deformation. Magnifying and electron microscopic inspections of the segment where the intermediate tube green in color had dislodged toward the distal side found that the ends of the dislodged tube. The segments adjacent to the ends of the dislodged tube were found to have been whitened. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications. The product code code/lot number combination was not provided by the user facility. The lot numbers of the guide wire which might have been involved in this complaint were traced back as follows from the reported olympus product number, 84k. Potential guide wire lot number: 180410, 180412, 180413, 180420, 180421, 180423, 180424 or 180425. A review of the device history record and the shipping inspection records of the combinations of the involved product code/above listed potential lot# combinations confirmed there was no indication of production-related problem or of discrepancy in the inspection result. A search of the complaint file did not find any other report with the combination of the involved above potential product code lot# combinations. Based on the investigation results the cause of the complaint is likely from the competitor's cannula which had a metal part become crushed on its distal segment due to some factor(s) and the actual device was trapped by the crushed metallic part. In this state, further manipulation was given to the involved devices, resulting in the occurrences of the accordion-like deformation and dislodgment on the segment of the intermediate tube of the actual device which had been trapped by the metallic part of the involved cannula. There is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitively determined based on the investigation from the available information. The IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endo therapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guide wire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported deformation on the involved device. The case was an ercp (endoscopic retrograde cholangiopancreatography. During the combination use of an pr-v220q (cannula) and the visgride (actual sample) they were tangled with each other and the actual sample became stuck in the pr-v220q. There was no impact to the patient. The procedure outcome is unknown. The patient was not harmed.